Event description:
A hospital in a foreign country reported via a distributor, an incident involving the iw910 mobile infant warmer. The nurse coordinator at the hospital reported as follows: in 2009, at approximately 1130 hours, a patient who had received cardiac surgery in the form of a blalock-taussig shunt, was subsequently placed under an iw910 mobile infant warmer ("the warmer"). The warmer was set at 34.5 degrees celsius in servo mode. The distance between the patient and heater element was verified to be over 60 cm in height. At 1530 hours, medical staff checked the patient, whereupon it was observed that the warmer was not producting heat. At this point, it was noted that the patient's temperature conformed to the temperature setting on the warmer (34.5 degrees celsius). Medical staff subsequently responded as follows: increasing the temperature setting on the warmer to 35 degrees celsius, repositioning the patient into its left side, adjusting the height between the heater element and patient to maintain a distance greater than 60 cm. At 1540 hours, the patient developed redness in the head, ear, shoulder and right arm. Medical staff in attendance switched the warmer off and removed it from the patient. Cold compresses were applied to the patient's affected areas, reducing the redness within a period of 3 hours. The patient subsequently passed away, although the actual time when this occurred was not provided to fisher & paykel healthcare. Fisher & paykel healthcare was also not advised of the actual cause of death, and we are of the understanding that the reported redness was not considered to be a direct cause, but rather may have been a contributing factor. The nurse coordinator further advised that the subject warmer had previously been in use with another pt for a period of 2 hours under similar conditions without any complications. In servo mode, the warmer automatically adjusts its heater output/power until the patient's temperature as measured using temperature sensors placed on the abdomen is in equilibrium with the temperature setting programmed on the warmer. Once the desired temperature is reached, the patient's temperature is maintained by means of a microprocessor on the warmer, which measures and updates the pt's temperature 10 times each second.

Manufacturer narrative:
Fisher & paykel healthcare has raised an inquiry into the circumstances surrounding the event as reported. Currently, we are in the process of obtaining pertinent information in order to assist with the analysis and identification of a possible root cause of the event as described. We are still collating relevant information at this stage of our investigation. We will provide a follow-up report following the completion of our analysis.